Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient did feel stimulation, but had a loss of symptom relief. There were no falls or trauma related to this event. They noted that they hadn't been getting good relief and was feeling it all in their rectum and not in the vagina area. This started about three weeks prior to the report. They had tried all four programs, but couldn't get good relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.